Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. The dualpro catheter was advanced to the lesion and did not cross. The physician attempted to remove the dualpro catheter, but met resistance and was not able to remove over wire. The physician instead had to pull the dualpro catheter and wire out as a unit. When both pieces of equipment were pulled out, there were two noticeable bends on the wire with the dualpro catheter on it. The physician made multiple attempts to recross lesion with multiple wires after removing the dualpro catheter. Blood flow to lesion had been minimally compromised (possibly due to small flap or dissection; however unknown). The dissection happened either during dualpro crossing attempt or during second wire crossing attempt. There was no angiogram performed in between to confirm if the dissection happened during dualpro or second wire. The physician was able to re-cross lesion, treat, regain blood flow, stent etc. Post angiography confirmed successfully treatment of the vessel.

Manufacturer narrative:
The catheter and the guidewire in use were received and the investigation revealed that the issue was likely not caused by the dualpro catheter in use. Visual inspection of the catheter revealed a kink at the proximal end of the catheter near the heat shrink. There was no damage observed on the distal tip or imaging window. However, there was slight damage to the proximal monorail exit, which is suspected to be caused by the guidewire in use due to the severe kinks observed on the guidewire. The cause of the kinking cannot be confirmed as no angiograms were provided for review. However, it was stated by the distributor... "There were two noticeable bends on the wire", indicating that the guidewire must have been kinked during the procedure. Catheters are inspected for kinking and damage during manufacturing final acceptance test method; therefore, it was likely that the damage observed occurred subsequent to manufacture. It is most likely that the user attempted to translate the catheter and guidewire through a tight lesion, however, this cannot be confirmed as angiograms could not be provided for review. The guidewire and catheter were inserted into a very tight lesion in the circumflex. It is possible that the anatomical conditions of the patient posed difficulty in advancing the guidewire and/or catheter, however, as no angiograms were provided for review, this cannot be confirmed. It is unknown as to whether the dissection occurred during the delivery of the guidewire or during delivery of the catheter on the guidewire. Rather, the distributor states that it was noticed upon removal of both the guidewire and catheter that there was a vessel injury. It was also stated that the patient recovered fully and that there was no permanent damage. A causal relationship between the dualpro catheter and the injury reported cannot be made based on the investigation performed. Please see attachment titled, "MDR 24-01 report" for the full investigation report. The investigation of this complaint will be closed after the filling of this follow-up report.